Event description:
It was reported that before use of the bd vacutainer® push button blood collection set the "push button wingset did not retract all the way."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, evaluation of the customer samples was performed and the sample was observed to already be fully retracted. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and the sample had been fully retracted. Root cause description: based on the investigation, a root cause could not be determined. Bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer push button blood collection set the "push button wingset did not retract all the way."